Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter set. E3 - occupation: supply chain. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient required the placement of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter for intravenous (IV) fluids, antibiotics, and parenteral nutrition. The device was placed on (B)(6) 2023. The device was sutured in place and intact a central venous line (cvl) dressing with biopatch was intact over the site. The patient activity level was up adlib with close supervision. On (B)(6) 2023 while the device was being flushed it was discovered that the blue hub appeared cracked at the seam. The blue catheter hub extension line was clamped. A dead end cap was placed on the blue hub and the extension line was flagged to indicate it was not a usable lumen. The white hub was able to be used until the line was removed. The patient did not experience any adverse effects. The device was returned to the manufacturer and device failure analysis indicated both the blue and the white catheter hubs had cracked.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 - annex a investigation ¿ evaluation on (B)(6) 2023, it was reported that the hub on a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter set split. The catheter was placed on (B)(6) 2023 in the right subclavian. On (B)(6) 2023, during flushing, the hub appeared to be cracked at the seam. The unusable port was clamped and flagged until the line was removed. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One 4fr cvc catheter was received for evaluation. Upon a visual inspection, it was found that the white and blue hubs were cracked. A functional test confirmed that no leakage was found at the catheter or manifold area, only at the hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. As the customer did not provide lot numbers for the complaint devices, the sales history for this customer was reviewed. A total of four lots were sold to the customer within three years of the event date. A review of the device history record (DHR) for the identified lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that no other complaints were associated with identified lot numbers. Cook was also able to review product labeling. The product IFU, [c_t_ulmabrm_rev4] ¿spectrum and spectrum glide central venous catheters,¿ provides the following information to he user related to the reported failure mode: warnings ¿do not power inject contrast medium through catheter.¿ precautions ¿catheter should not be used for long-term indwelling applications.¿ evidence provided upon review of the of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the main cause of the failure was design related. A project is currently opened to further address this issue. The appropriate personnel have been notified. Per the risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. Corrective actions have since been implemented following the manufacture of this device. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.